Event description:
It was reported that a trained physician attempted an arteriotomy closure using a starclose se vascular closure system. After clip delivery, the physician had to use the access port to retrieve the starclose se system, the vessel locator wings were closed. This resulted in immediate hemostasis. There were no patient effects. No additional info available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received and lot information has not been reviewed. We have not performed device history record review in this case. A supplemental report will be submitted with any relevant information.